Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl. The customer stated that her infusion set came off and almost went into diabetes ketoacidosis. The customer's blood glucose was treated and then she was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.